Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had catheter occlusion fault. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they discussed the issue with the customer, extracted the logs and sent it to factory for review. It was concluded that the logs do not indicate any technical faults. No service action was required, all testing and calibrations were carried out and passed. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.